Manufacturer narrative:
A partial lead connector portion was returned in one piece measuring in 19.6 cm from the connector pin. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the primary cause of death is listed as cardio-pulmonary arrest and the secondary cause of death is listed as congestive heart failure.